Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
The customer reported that his blood glucose reached 450 mg/dl less than 8 hours after the pod was activated with ++ ketones. He noticed the cannula had slipped out of his skin.